Manufacturer narrative:
Correction section: g3 - initial MDR report was submitted with an aware date of 05/16/2023 and should have been 05/10/2023. Correction section: b3 - initial MDR report was submitted with an event date of 05/16/2023 and should have been blank (unknown).

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc - contact number: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced gauge and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.